Event description:
It was reported to philips that the polygraph loses signal, and a noisy ECG signal was reported on a azurion 7 m12. The clinical use of the system was outside clinical use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service cleaned the trunk cable and calibrated the invasive pressure channels. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).